Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, as the fault ID was available and the malfunction code was resettable. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared. The customer acknowledged and understood the instructions provided.